Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the ECG leads were broken. It was also noted that the hinge-keyboard assembly was broken. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) leads were cracked, the programmer failed to update software through the network and the programmer was unable to read the pacemaker information. The programmer was returned for servicing. No patient complications have been reported as a result of this event.